Manufacturer narrative:
MDR 2517506-2019-00271 was filed on 02-jul-2019. Additional information (05-jul-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely depressed sodium (na) result. Hsc has reviewed the instrument data and the information provided. Review of the data files showed that manufacturer's instructions for use (IFU) for sensor change were not being followed. The required dilution check was not performed when the customer changed the integrated multisensor, and quality control was not processed after the integrated multisensor change. There is no evidence of a product nonconformance. The instrument is fully operational. The cause of this event is unknown. The device is performing within specifications. No further evaluation is required. Supplemental MDR 2517506-2019-00272 was filed for the same event.

Manufacturer narrative:
MDR 2517506-2019-00272 was filed for the same event. The customer contacted the siemens customer care center (ccc) and reported a discordant, falsely depressed sodium (na) result obtained on a dimension exl system. Siemens is investigating the event.

Event description:
A discordant, falsely depressed sodium (na) result was obtained on a patient serum sample on the dimension exl system. The result was not reported to the physician(s). The same sample was reprocessed on an alternate dimension instrument and a higher result was obtained. The correct result was not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na result.